Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6.

Event description:
Additional information noted the abscess number 6 "in the beginning, it was relatively large at 2 x 2 cm, but has shrunk and totally gone today upon clinical examination." "A slightly taught area on the right side between where abscess number 1 and 2 were, but nothing alarming." Approximately 2.5 weeks after injection, "when the patient came to the clinic for the first time, it felt warm locally with an abscess and swelling." 3 days later, the patient was treated with heracillin 1g for 3 days. "The swelling and abscess went down at first and then the swelling and abscess flared up again, switched to clindamycin 300 mg x 3." On the next day, hcp noticed a purplish tone to the swelling. The abscess was drained with a tube for 4 days and tube was removed. The next day, swelling had gone down. Hcp states "feels a new, little lump on the inside and on the outside, where it is isolated.".

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient "got an infection with abscess after 10 days, we injected 2 ml juvéderm® volux¿ into the jawline and chin as well as 2 ml of [unspecified] juvéderm® voluma¿ into the cheeks". The abscess is located in the jawline region on the right side. The patient was treated with antibiotics and the abscess was drained.